Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg explant on (B)(6) 2024 [related manufacturer reference number: 3006705815-2024-08803], both extensions were cut and left partially implanted. As a result, additional surgical intervention was undertaken on (B)(6) 2025 wherein the remainder of the extensions were explanted and replaced.